Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 after some time noticed the cutting tool would stop cutting after a couple of seconds. They stated that they thought that it may be an extension cable problem but the problem persisted despite changing the extension cable during the case. No issues with extension cables. Upon withdrawing the cutting tool from the tunnel, they noticed the cutting tool to be delaminated. This prompted them to set aside the evh kit and open another one to complete the case. There was only a minor delay. No harm to the patient. Per photos provided by the complainant, it is observed that the left side silicone covering has peeled from the jaws of the device. It is observed that the right side heating element has lifted from the jaws of the device. It is observed that there is no evidence of blood on the device.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 05/10/2024. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood were observed. The clear silicone insulation of cold jaw was observed to be peeled from the tip half way and remained attached. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. An investigation was conducted on 06/16/2024. Both the harvesting device and cannula was returned for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. There were no visual defects observed on the intact cannula or the intact c-ring. A microscopic inspection was conducted. The clear silicone insulation of cold jaw was observed to be peeled from the tip half way and remained attached. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test and activation and transection capability test could not be performed due to the condition of the bent heater wire and peeled insulation. Based on the returned condition of the device, photographic inspection, and evaluation results, the reported failures "material twisted/bent; wire" and "peeled; jaw" were confirmed, however, the reported failure "electrical issue" was not confirmed. The lot # 3000375778 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure modes material twisted/bent; wire and peeled; delaminated; jaw are being maintained and documented under maquet's corrective and preventive action (CAPA) system.